Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 6 november 2024 and 7 november 2024. H11: the actual device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the unit with green color water to the nominal volume. During and after fill, no evidence of leak was observed. The reported condition was not verified during functional testing. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. This was observed during filling with fluorouracil and normal saline. The cap was secured on top of the device. There was no patient involvement. No additional information is available.